Event description:
It was reported that the right ventricular (rv) lead had a chronic history of noise in bipolar. The lead had been programmed unipolar and there was no noise. The lead was later capped and replaced because the physician wanted the bipolar option. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.